Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), ovarian cyst ("ovarian cyst") and nephrolithiasis ("kidney stones") in an adult female patient who had essure (batch no. 626906) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included renal calculus removal in 2011 and multiparous. Concurrent conditions included anxiety since 2010, depression since 2010 and hyperlipidemia since 2011. Concomitant products included alprazolam (xanax), atorvastatin calcium (lipitor), escitalopram oxalate (lexapro), estradiol, medroxyprogesterone (depo provera) from (B)(6) 2008, simvastatin (zocor) and vicodin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), urinary tract infection ("uti"), kidney infection ("kidney infection"), nephrolithiasis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary incontinence ("urinary incontinence"), dysmenorrhoea ("dysmenorhea (cramping)"), dyspareunia ("painful sexual intercourse"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (B)(6) 2011 (hysterectomy with unilateral salpingo-oopherectomy), (B)(6) 2011 (unilateral salpingo-oophe), surgery (ovarian cystotomy) and surgery (underwent 3 different surgeries). Essure was removed in 2011. At the time of the report, the pelvic pain, genital haemorrhage and urinary tract infection had resolved, the ovarian cyst, kidney infection, nephrolithiasis, vaginal haemorrhage, menorrhagia, urinary incontinence, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain outcome was unknown and the fatigue had not resolved. The reporter considered genital haemorrhage, ovarian cyst and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: the patient had essentially a slightly enlarged 6-week size uterus with mild 1st to 2nd degree uterine prolapse. Tubal ostia were directly visualized and the essure device was easily inserted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, urinary tract infection, ovarian cyst, menorrhagia, vaginal bleeding, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: date of birth, lab data, indication, date of insertion, concurrent conditions, relevant history, concomitant drugs added. New events added: uti, kidney infections, kidney stones, abnormal vaginal bleeding, abnormal bleeding (menorrhagia), urinary incontinence, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain lower abdominal, back pain, fatigue, ovarian cysts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), ovarian cyst ("ovarian cyst") and nephrolithiasis ("kidney stones") in an adult female patient who had essure (batch no. 626906) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included renal calculus removal in 2011 and multiparous. Concurrent conditions included anxiety since 2010, depression since 2010 and hyperlipidemia since 2011. Concomitant products included alprazolam (xanax), atorvastatin calcium (lipitor), escitalopram oxalate (lexapro), estradiol, medroxyprogesterone (depo provera) from (B)(6) 2008 to (B)(6) 2008, simvastatin (zocor) and vicodin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), urinary tract infection ("uti"), kidney infection ("kidney infection"), nephrolithiasis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary incontinence ("urinary incontinence"), dysmenorrhoea ("dysmenorhea (cramping)"), dyspareunia ("painful sexual intercourse"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2011 (hysterectomy with unilateral salpingo-oopherectomy), (B)(6) 2011 (unilateral salpingo-oophe), surgery (ovarian cystotomy) and surgery (underwent 3 different surgeries). Essure was removed in 2011. At the time of the report, the pelvic pain, genital haemorrhage and urinary tract infection had resolved, the ovarian cyst, kidney infection, nephrolithiasis, vaginal haemorrhage, menorrhagia, urinary incontinence, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain outcome was unknown and the fatigue had not resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, kidney infection, menorrhagia, nephrolithiasis, ovarian cyst, pelvic pain, urinary incontinence, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the patient had essentially a slightly enlarged 6-week size uterus with mild 1st to 2nd degree uterine prolapse. Tubal ostia were directly visualized and the essure device was easily inserted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, urinary tract infection, ovarian cyst, menorrhagia, vaginal bleeding, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and cyst ("cysts"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2011. At the time of the report, the pelvic pain, genital haemorrhage and cyst outcome was unknown. The reporter considered cyst, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.